Event description:
It was reported that a patient underwent an aortic root procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke when being tied. The break caused the tissue on the aorta to tear and created a hole.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.